Event description:
An impella cp was inserted via the right femoral artery in a 64-year-old male with acute myocardial infarction (ami) and cardiogenic shock (cgs) presenting in scai stage d shock. During support, the clinical team reported persistent access site bleeding following device repositioning and sheath suturing. Slow oozing was noted around the suture site, and despite application of surgiseal, dressing changes, and angle matching gauze, the oozing continued. No hematoma formed, and no blood products were given. The patient was transferred, where the site continued to ooze. Additional contributing factors included obesity and ongoing anticoagulation with heparin (10u/kg/hr) and cangrelor. Hemostasis was not achieved, but the device was not removed due to the event. The patient ultimately expired, with care withdrawn during impella support. Based on the available information, the bleeding appears to be access site related and may have been exacerbated by anticoagulation therapy and patient factors such as obesity. The pump remained functional throughout support. The persistent oozing despite appropriate management suggests a clinical rather than device related etiology. The patient¿s death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and is more likely attributable to underlying cardiogenic shock and overall critical condition rather than the bleeding event or device performance.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The patient¿s death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and is more likely attributable to underlying cardiogenic shock and overall critical condition rather than the bleeding event or device performance.

Manufacturer narrative:
D1 brand name was revised. Asae/major bleed: the cause of the access site adverse event was most likely patient related since the bleed began after gwru insertion and due to the obese patient condition.